Event description:
Healthcare profesional reported a right side rupture and rippling. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and rippling.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the anterior side assessed as surgical impact opening and missing side assessed as inconclusive. (Shell thickness was within specification) visibility/ palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: no penetrating nick ( stress marks) observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a right side rupture and rippling. Device has been explanted and replaced.